Event description:
Related manufacturer reference number: 2017865-2022-44126; 2017865-2022-44130. It was reported the patient presented to the emergency room with complaints of chest pounding. An xray was completed, and it was observed the atrial and right ventricular lead had dislodged due to twiddler syndrome and failed to capture. The pacemaker had also migrated in the pocket. The system was explanted and replaced with a leadless system. The patient was stable before, during and following the procedure.

Manufacturer narrative:
The reported events of failure to capture, failure to sense, twiddlers, and lead dislodgement were not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damages.